Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the six month follow-up appointment, atrial oversensing was observed in stored electrograms (egms) and real-time egms. Multiple mode switch episodes were recorded due to right atrial (ra) lead noise oversensing. Low amplitude measurements and increased impedance measurements from 230 ohms to greater than 700 ohms were noted on the ra lead. During a previous follow-up, the atrial pacing configuration was programmed to unipolar configuration as a result of high threshold measurements. Additionally, stored egms and real-time egms revealed ventricular oversensing and undersensing. Low amplitude measurements were observed on the right ventricular (rv) lead. There was no evidence of ventricular high rate events being recorded. Rv impedance and threshold measurements appeared stable. Difficulty was experienced maintaining telemetry during the interrogation session. It was reported, the patient had an underlying rhythm. Even though lead insulation damage or fracture was suspected on the ra and rv leads, no changes were made to the system. No adverse patient effects were reported.